Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8163911; medical device expiration date: 2023-06-30; device manufacture date: 2018-06-12; medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. (B)(6). Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needles bent & open package/seal on lot # 8163911. Unable to perform complaint lot history check due to unknown lot number for needles bent & open package/seal. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles were bent and the unit package was damaged. This occurred on 33 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 320122 batch no. 8163911, unknown. It was reported that pen needles were bent. Also reported that tear drop labels were opened on some pen needles. Verbatim: from phone call on (B)(6) 2019, 11:21:37: verified information for the opened label from the pen needle. She mentioned small portion of the labels were opened. Consumer reported she noticed the needles were bent after she put the needles on the pen. She found 10 from one box and 14 from the 2nd box. Samples discarded. 1st box is thrown lot#-unknown; item# 320122. 2nd box lot#-8163911; expiration date-2023-06-30; item# 320122; also reported she found 4 pen needle label were opened. From the first box and 5 pen needles label were opened. 1st box is thrown. Lot# unknown; item# 320122; 2nd box lot# 8163911; expiration date-2023-06-30, item# 320122. Sample discarded. Incident date-unknown. Offered to send a voucher.